Manufacturer narrative:
Received one used unit ch-2005sp with a red cap attached and connected to one used list# unknown auto fuser for inspection. Chemotherapy drug had leaked into the bag. The set and spiros were decontaminated and the spiros was removed from the set. The spiros was functionally tested per product specifications. There were no restrictions in flow or leakage. The reported complaint was unable to be replicated or confirmed. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint. Corrected information can be found in g4 - pre 1938 and e4 - initial report sent to FDA.

Event description:
A complaint was received regarding a 5 units of spiros® closed male luer, red cap that experienced no flow during use. The customer did not observe a physical defect on the device before the incident. The medication involved in this incident is 5 fluorouracile (5fu). The patient was under chemotherapy; there was no significant change in his condition. There was a delay in treatment of 48 to 72 hours due to lack of diffusion, 5fu diffuser was remade so that treatment can be administered. There was patient involvement, no adverse human harm.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.